Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 6th march 2018. During the investigation, the device was found to be giving voice prompts intermittently due to a poor connection between the speaker cable and jp5 connector. The jp5 connector was verified during the investigation. The fault was traced back to a wider than usual mating area on the crimp on the negative speaker wire. This had resulted in a loose fit around the pin of the jp5 connector and an intermittent connection. This issue likely occurred during the manufacture of the speaker assembly. The device successfully passed final unit test (h045-014-004) on the 6th march 2018. The speaker would have been working at this time, this was likely due to the intermittent nature of the fault. The omron hdf-3500 user manual outlines that as part of the monthly maintenance of the device, the voice prompts should be verified by power cycling the device. Therefore, this issue would be likely be identified during routine maintenance. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another hdf-3500 device.

Event description:
There were no voice prompt at pushing the power button. There was no patient involved in this event